Event description:
It was reported that there was a right ventricular lead warning. Data shows one high impedance spike and possibly noise. The lead was programmed to bipolar and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.